Manufacturer narrative:
The field service engineer (fse) inspected the instrument and observed a worn buffer syringe and replaced the syringe. After priming the system, the fse attempted two consecutive calibrations but did not pass. In addition, an mid standard stability errors were obtained. The fse noted the customer replaced three electrodes, the pinch tubing, roller tubes, and reagents. The fse then replaced the reference electrode. The fse performed three consecutive calibrations successfully. The fse also completed a 20-repetition precision test, using l1 controls. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event.

Event description:
The customer reported intermittent, elevated sodium (na) and chloride (cl) patient results involving the au681 clinical chemistry analyzer. The customer stated no erroneous patient results were released from the laboratory. There was no patient impact associated with this event. The customer performed system diagnostics and replaced the electrodes but did not resolve the issue. The customer stated the samples were reanalyzed on an alternate au681 clinical chemistry analyzer and normal results were obtained. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.